Event description:
The user facility returned an asset evis exera iii video system center to olympus to the service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, no image was present. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the bottom chassis and front panel chassis need to be replaced due to corrosion and top cover, front panel, rear panel, chassis feet need to be replaced due to poor appearance. The power switch upgrade was required, unit has loose held tab on receptacle board will not properly retain scope connector will need to replace. The pip connector needs to be replaced, software version needed to be updated and both patient set boards were faulty and needed to be replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Updated fields: h6, and h10 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the subject device might have been affected because it was manufactured before the circuit design of the operational amplifier of the dr board (printed circuit board) was changed. It is also possible that an image was not displayed because communication with a scope failed due to the worn out scope socket. However, a definitive root cause could not be determined. Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.